Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that at the time of surgery the vial of implant (tsv4b10) was empty. Doctor could complete the procedure with another implant.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Photographs were provided from the customer. The returned images show the implant vial, which is noted to be empty. The tamper proof ring appears to be attached to the cap in the first image, however it cannot be verified if it is broken. The second image confirms that the packaging has already been opened. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. A singular cause cannot be determined.